Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, the atrial lead to be implanted exhibited high capture thresholds. The lead was replaced during this procedure on (B)(6) 2020. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.